Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the pump and transmitter regained connection.

Manufacturer narrative:
The t:slim x2 g5 user guide states, ¿ensure that your transmitter ID is programmed into the pump before you use the system if you receive a warranty replacement pump. The pump cannot communicate with the transmitter unless the transmitter ID is entered.¿

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter ID was entered incorrectly. Customer entered the correct transmitter ID and the pump and transmitter were able to regain connection. No additional patient information was available.